Event description:
It was observed during device evaluation, that the gastrointestinal videoscope displayed a scope communication error message. There was no patient involvement.

Manufacturer narrative:
A root cause could not be identified. Based on the results of the investigation, the most likely cause of the communication error was a corroded circuit board and charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.